Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. Visual examination of the connector noted no anomalies.

Event description:
It was reported that when the cardiac resynchronization therapy defibrillator (crt-d) was interrogated in preparation for implant, a grey battery longevity bar was observed instead of a green bar. It was noted that the device was not exposed to cold and was stored in the hospital at a normal temperature. The device was interrogated once previously with the same results. As a result, the device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.